Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer's blood glucose was 297 mg/dl at the time of the incident. Customer stated that the battery compartment and the spring were not damaged or corroded. Customer stated that she did not have a new battery to put in the pump but she was on her way to get one. Customer was advised to clean the battery cap and replace the battery.